Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device remains in the patient. A lot history review (lhr) of recx0547 showed two other similar product complaint(s) from this lot number. The complaints for this lot number (recx0547) have been reported from the same facility in (B)(6).

Event description:
It was reported that a few hours after PICC insertion the patient coded due to an allergic reaction. The patient was given epinephrine to combat the reaction and is now stable. Facility reported uncomplicated basilic insertion in ir suite. The facility "pores chg and then paints an additional 5 ml around insertion site". The chg is allowed to dry for 3 min. At the end of the procedure patient experienced rash and swelling in the throat. The patient coded and was transferred to the ICU. Symptoms resolved in one hour. The PICC remained in the patient. Patient is allergic to aloe and facility suspects latex allergy resulted in reported event. Latex allergy testing is being performed. The patient is in stable condition and has been transferred out of the ICU to the general floor.